Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured during the procedure, and the sealant had remained completely housed in the device. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The device was stored and prepped according to the IFU. The vcd was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The device is available and being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured during the procedure, and the sealant had remained completely housed in the device. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The device was stored and prepped according to the IFU. The vcd was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The product was returned for analysis, a non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The grip tip and a small portion of the sealant was observed on the catheter shaft, near the balloon proximal tip. The advancer tube remained in the manufacturing position. The syringe was not connected to the device, and the procedure sheath was not returned. Per functional analysis, inflation/deflation testing was performed on the returned device to ensure the balloon functionality, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2217904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure- in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.